Event description:
Patient reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on (B)(6) 2022, with lot number 2143286. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed, as fold flaw opening. And one opening assessed, as surgical damage. Additional observations: wear abrasion observed, on the device. Crease fold observed, on the device. Yellow particles observed, inside the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Health professional reported the device has been explanted.